Event description:
A malfunction was reported on the pump after it was dropped and hit the floor. There was no adverse impact on the customer¿s blood glucose level. The customer was advised to use multiple daily injections (mdi) as backup therapy and was sent a replacement pump by technical support. Instructions for storage mode and returning the problematic pump were provided and understood.